Event description:
It was reported that symptomatic patient presented one day post implant with complaints of chest pain. Interrogation of the device revealed a decrease in sensing. CT scan showed the lead perforated into the chest. The lead was successfully repositioned. Patient condition was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.